Event description:
It was reported that a pericardial effusion occurred. A trivial pericardial effusion was noted on echo prior to the procedure. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. The patient required an emergent follow up 9 days post-procedure for medical management of a circumferential pericardial effusion. Treatment involved a pericardial tap and drain. The patient was reported to be fully recovered. No additional information is known at this time.